Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient experienced a low heart rate and syncopal episode due a malfunction with the implantable pulse generator (ipg). The caller stated that the pacemaker does not work well. No further information was available through follow up. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.